Event description:
It was reported that the patient presented remotely via merlin.net transmission with episodes of non-sustained right ventricular oversensing. Upon review, the implantable cardioverter defibrillator was oversensing due to myopotentials. There were no symptoms reported. The patient was evaluated in-clinic and programming changes were made to the device.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial reporter to (B)(6) and occupation to nurse.